Event description:
It was reported that both the bluetooth menu and the cgm menu appeared grayed out on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, successfully guiding the customer through the process, after which the customer was able to start their sensor session without issue.